Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient involvement.

Manufacturer narrative:
The hospital reinstalled the breathing circuit, restarted the unit, and issue was resolved. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4). The hospital reinstalled the breathing circuit, restarted the unit, and issue was resolved.

Manufacturer narrative:
Additional information was received stating the airway pressure is less than 10cmh2o and not hazardous. There was not a reportable malfunction. H3 other text : additional information was received stating the airway pressure is less than 10cmh2o and not hazardous. There was not a reportable malfunction.